Manufacturer narrative:
Citation: butt n et al. Systematic review and pooled analysis of new- versus old-generation valves for transcatheter aortic valve replacement in bicuspid aortic stenosis. Journal of the american college of cardiology. 2019 oct;74(13):suppl b420. Doi: 10.1016/j.jacc.2019.08.516. Epub 2019 oct 1. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the outcomes in patients who underwent transcatheter aortic valve replacement for bicuspid aortic stenosis with new- or old-generation bioprostheses. Outcomes were defined according to valve academic research consortium-2 criteria. All data were collected from systematic review and pooled analysis of 19 studies from january 2010 to april 2019. The study population included 4,103 patients (demographics not provided), an unspecified number of which were implanted with medtronic corevalve, evolut r or evolut pro bioprosthetic valves. No serial numbers were provided. Among all patients, it was noted that new-generation valves were linked with decreased mortality. No other details were provided. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation, stroke, new coronary obstruction, conversion to surgery, need for second valve, paravalvular leak, life-threatening/major bleeding, and major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.